Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The user facility number ((B)(4)) was provided and it was formatted.

Event description:
It was reported by the patient that the patient received inappropriate shocks and presented to the emergency room (ER.) No device check was performed and the patient was sent home. The shocks continued, the patient stated "(the) blood pressure was up", and the patient made an appointment with the physician. Follow-up with the clinic confirmed the patient received inappropriate therapy and consequently, the device battery depleted. The shocks were delivered due to noise artifact on the ventricular lead, which also had increased impedance and findings were consistent with lead fracture. The lead was also oversensing. During the lead revision, the physician noted an obvious point of distress; a kink at the proximal aspect of the supraventricular coil (svc.) The lead was capped and not replaced with another defibrillation lead because the patient received a pacemaker. No further patient complications have been reported as a result of this event.